Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested; no leaks were noted. The catheters were irrigated; no occlusions were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested per IFU rev. K the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot ctpb23, conformed to the specifications when released to stock in 28th january 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated, as both the valves functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to the snph patient with subarachnoid hemorrhage. The surgeon tried to change high setting due to ventricular dilatation. But still patient condition is not improved. On (B)(6) 2016, the device was replaced with 82-3832. The patient condition is still unchanged. The surgeon suspects that the occlusion of peritoneal catheter. No further information (doi, initial setting, patient information etc) was provided by hospital.